Event description:
It was reported that rv lead noise and a rise in pacing impedance were observed. The lead was explanted and replaced. The asymptomatic patient did fine throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.